Event description:
Complaint is reportable based on analysis completed on (B)(6) 2013. It was reported that during a stenting treatment procedure, the stent would not cross the lesion. The procedure treated the 90% stenosed target lesion located in the non-calcified and moderately tortuous left circumflex artery. Pre-dilation was performed with a 2.0x15mm non-bsc balloon. Next a 2.5x20mm promus element stent was advanced for treatment but was unable to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient status is good. However, analysis of the returned product revealed that there was stent damage.

Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by manufacturer: a visual and microscopic examination identified distal stent damage. Struts on the first row on the distal end of the stent were misaligned and some struts were raised up. This type of damage is consistent with the stent meeting resistance upon advancement and/or withdrawal. The balloon and the tip of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).